Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that post right breast lumpectomy on (B)(6) 2019, a patient received a biozorb device implant. It is alleged that the patient has subsequently experienced persistent tenderness and discomfort at the lumpectomy site as well as seroma, scar tissue and palpable mass in the region of the biozorb. It is further alleged that the patient experienced worsening pain and erythema and was treated with antibiotics. It is alleged that on (B)(6) 2025, the patient underwent surgical excision of the mass, which included explantation of the biozorb and removal of surrounding necrotic tissue. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable ev.